Event description:
The following was reported to gore: on (B)(6) 2025, a 67-year-old female patient underwent implantation of a gore® acuseal vascular graft (graft) in the left lower arm for dialysis access. On (B)(6) 2025, thrombosis of loop graft occurred, which was treated with thrombectomy. On (B)(6) 2025, a second graft occlusion occurred, which was also treated with thrombectomy. On (B)(6) 2025, the graft occluded for a third time. A revision of the anastomoses (fibrotic), arterial and venous, was performed. A patch was applied on the anastomosis. Per macroscopic view no damage of the graft, nor disruption of the inner layer was seen. Reportedly, the patient tolerated the treatment. The physician was surprised that this occurred in such short period of time after implantation of the graft.

Manufacturer narrative:
A1: patient specific details have been provided and were included in this report. H3 other; h6 codes b20, c20, d15: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b21, c21: additional information was requested from the initial reporter, answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unspecified date, recently the hospital had a patient with a gore® acuseal vascular graft, which did occlude twice within a very short period after it was implanted. The physician was surprised that this occurred after this short period of time.

Event description:
The following was reported to gore: on (B)(6) 2025, a 67-year-old female patient underwent implantation of a gore® acuseal vascular graft (graft) in the left lower arm for dialysis access. On (B)(6) 2025, thrombosis of loop graft occurred, which was treated with thrombectomy. On (B)(6) 2025, a second graft occlusion occurred, which was also treated with thrombectomy. It was commented by the hospital, that the first two occlusions occurred without a real reason and were only thrombotic. On (B)(6) 2025, the graft occluded for a third time. A revision via thrombectomy of the anastomoses (fibrotic), arterial and venous, was performed. A patch was applied on the anastomosis. Per macroscopic view no damage of the graft, nor disruption of the inner layer was seen. Reportedly, the patient tolerated the treatment. The graft was left in situ. The patient received dialysis via catheter (jugular vein). The reporting physician was surprised that these occlusions occurred in such short period of time after implantation of the graft.

Manufacturer narrative:
H3 other; h6 codes b14, b20, c19, d15: a review of the manufacturing records indicated the lot met all pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.